Event description:
A report was received from the USA indicated that the user facility stated the upper screen on the graphical user interface (gui) was blank. There was no pt involvement.

Manufacturer narrative:
The customer support engineer (cse) replaced the backlight inverter printed circuit board (cpu) for the upper gui. The event was confirmed. The cse performed extended self testing (est) and short self testing (sst) on the device and the device passed all required performance testing. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien ref: (B)(4).